Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. Lead replacement was discussed. The capture threshold was 1.75 v .4ms with lead impedance of 513 ohms high-voltage lead impedance is 65 ohms. The patient was stable.